Event description:
Resurfacing femoral head remained implanted, and only acetabular cup was revised.

Event description:
It was reported that revision surgery was performed due to the acetabular cup being misaligned. Leg swelling and elevated metal ion levels reported. The device was implanted in 2008.

Event description:
The patient reported jamming her leg while on a mower in (B)(6) of 2012, she had pain in her left leg since then. Mars MRI reportedly showed synovitis and effusion. The surgeon does not fault the device.